Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: june 28, 2016. (B)(4).

Event description:
An end user reported a one inch area of red weepy skin under the upper left area of the wafer. The end user was seen by a primary care doctor who prescribed prescription kenalog spray and prescription nystatin powder to the area.